Event description:
Customer reported that the system was displaying a collimator too larger error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a broken wire in the high voltage cable. Ge rep repaired the wire, system operates as intended. System operates as intended.